Event description:
It was reported that the hcp was unable to aspirate the catheter. The pump and catheter were replaced. No rotor or dye study was performed. No pt symptoms were reported. The pt recovered without sequelae. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent, when the analysis is complete.